Manufacturer narrative:
(B)(4). Approximate age of device - 51 days. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with complaints of severe malaise and melenic stools. The patient reported having dark tarry stools for the past several weeks. A stool sample was guaiac positive, and the hemoglobin was 6.4 g/dl. An esophagogastroduodenoscopy and colonoscopy were negative for active bleeding. The patient also had a history of iron deficiency anemia, and was on iron supplements since lvad implantation. The patient was transfused with 1 unit of packed red blood cells, and vitamin k and warfarin were held. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support and the device was not available for evaluation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.